Event description:
It was reported that the insulin pump alarms during the prime process. The blood glucose reading is 134 mg/dl. The drive support cap is flush. Customer stated that the drive support cap is moving in and out. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A33 alarmed during basic occlusion test due to loose/protruded drive support disk. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection.